Event description:
It was reported that the patient's daughter was trying to read doctor's note from the patient's last appt., approximately around (B)(6). It mentioned "has only one good battery" and patient was redirected to healthcare professional for pre-surgical workup and to see neurologist. There were also some notes about "cutting down the patch to 9.5ml, then 1/2 x's per month". The reporter was not at her mother's appointment, her sister was but she was unable to get information about the appointment from sister or mother. The patient had a follow up appointment scheduled. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3004209178-2013-14844.

Manufacturer narrative:
Concomitant products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot# v090728, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot# v091127, implanted: (B)(6) 2008, product type lead. (B)(4).